Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 540 mg/dl, no information provided regarding how elevated blood glucose was addressed. Reportedly, the customer continued to use the pump for insulin therapy.